Event description:
The event occurred on an unknown date involving a plum 360 pump where the customer reported melting material noticed on several pumps, it stains everything when you clean, and they have not found the cause. Sample pictures were provided. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
E1 - initial reporter phone has an extension number (B)(6). The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
Additional information provided by the customer stating that the ICU sales manager visited their facility, he advised him that the cause of the problem was the cleaner used by the attendants. From their side, they will keep an eye on the products authorized for cleaning. Mr. Bea cleaned the pump that had the problem, it is working well now, ready for medical use. He added that we can close the complaint now.

Manufacturer narrative:
The device was not returned for evaluation. Customer complaint was confirmed. Customer used not approved cleaning solution. Additional information in b5, d1, d4, and d9.